Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 01-2200, lot # 11868405/197374b, description: lfit morse taper head. Cat # 1035-0730, lot # 12327702/210812r, description: omnifit - ad hip stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Event description:
It was reported that, a patient had a bha in 1987. Recently, she complained a hip pain and a surgeon noticed a pseudotumor into her hip on a clinical imaging. Therefore, the surgeon performed to enucleate the pseudotumor. The surgeon found pe into the pseudotumor through a pathological examination.

Manufacturer narrative:
An event regarding wear and a pseudotumor involving a uhr bipolar 22x42mm was reported. The event was not confirmed. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, dated x-rays, and patient medical records are needed to complete the investigation for determining the root cause.

Event description:
It was reported that, a patient had a bha in 1987. Recently, she complained a hip pain and a surgeon noticed a pseudotumor into her hip on a clinical imaging. Therefore, the surgeon performed to enucleate the pseudotumor. The surgeon found pe into the pseudotumor through a pathological examination.